Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer stated that the blood glucose value was 40 mg/dl and rise to 118 mg/dl to 230 mg/dl. Customer stated that the blood glucose value was 188 mg/dl at the time of incident and the sensor glucose value was 300 mg/dl. The difference between the sensor glucose and blood glucose value difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose values. The customer was assisted with troubleshooting. The customer was treated with glucose. The insulin pump will not be returned for analysis.